Manufacturer narrative:
No button error alarm during testing. However, insulin pump had unresponsive button response due to corroded act, up and down button on keypad traces. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error and it keeps beeping. Customer's blood glucose was 180 mg/dl. The device was not dropped or wert. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.